Event description:
It was reported that this patient had an episode of syncope and presented to the emergency room (ER). The ER physician contacted boston scientific technical services (ts) for a verbal review of the patients pacemaker device operation. Ts indicated that the presenting electrogram showed the device was operating as programmed. Also, ts discussed older stored non-sustained ventricular episodes and what these episodes mean. However, it was noted that these episodes were unable to be viewed because they are older than the configured collection period. As a result, ts was unsure if the associated rhythms in these episodes were ventricular tachycardia (vt) or supraventricular tachycardia (svt). Ts discussed how the device classifies vt versus svt episodes. Also, ts noted that the right atrial automatic threshold (raat) test from the day before did not seem to recognize the threshold appropriately. The device was indicated to be programmed to trend mode so regardless of the threshold measurement, the pacing output remains the same. Ts recommended further review with a programmer and the patients following physician. The cause of the patients syncope is unknown. The device remains in-service. No additional adverse patient effects were reported.